Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and drive cap was slightly indented. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and rewind test. However, unit received with motor error alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify no delivery/occlusion alarm due to motor error alarm. Pump history download using thds was successful. However, there is no found data available (time of alarm) on pump history on the event date. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Confirmed motor error alarm during the basic occlusion test due to loose/flush drive support disk. Pump passed the displacement test and rewind test. However, unit received with motor error alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify no delivery/occlusion alarm due to motor error alarm. Pump history download using thds was successful. However, there is no found data available (time of alarm) on pump history on the event date. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Confirmed motor error alarm during the basic occlusion test due to loose/flush drive support disk.